Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to improper handling of the affected device, more precisely external force, e.g. A fall, rough handling during the use or reprocessing of the affected device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device history records for the reported serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. No further information regarding the event and or the status of the device was provided or obtained from the customer. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported via repair request that the rigid telescope was found to have ¿broken lens¿ during an unspecified procedure. No death or injury and no impact to patient or other has been reported.